Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user stated she was on a sidewalk and the power to the chair stopped. She was able to make it into a store to call her family. She is using her walker at the time.